Event description:
During the atrial fibrillation procedure under pfa in the left atrium, air was aspirated when inserting the advisor hd grid mapping catheter into the introducer after pulmonary vein isolation. After air was aspirated, transient st elevation was observed in the inferior leads, so the introducer was removed and replaced. Coronary angiography of the right coronary artery and left coronary artery was performed, but no obvious air was detected. Subsequently, st elevation was noted in v2 and v3, but even after coronary angiography was performed again, no air was observed. The event was improved upon administration of contrast medium, so microbubbles were suspected in the coronary artery. Medication was administered for st elevation, and after improvement and confirmation of the patient's condition, a post-mapping was performed with the advisor hd grid mapping catheter and the procedure was completed.

Manufacturer narrative:
Additional information: d9, g3, g6, h2, h3, h6, h11. One 8.5f swartz braided introducer sheath and dilator were received for evaluation. Functional testing determined a leak was noted in the hemostasis valve. The cap was removed from the hemostasis hub and the hemostasis seals were microscopically inspected. Tearing, resulting in a hole, was noted in the proximal and distal seals. A corrective action was initiated to address the failure mode of this introducer leak.